Event description:
It was reported to the manufacturer by the facility ((B)(6)), per the facility, the resident was being treated and the bed was raised to a high position as resident was being turned. The pin that holds the top of the bed, fell out and the top of the bed collapsed. The resident slid and hit the headboard. The bed also hit the nurse assistant, who was also being seen at the hospital. The hospital was (B)(6). Possible broken shoulder was reported, but not confirmed. Contact was made on (B)(4) 2013 with (B)(6), administrator at the facility, who stated that they were in the process of investigating the incident. After the initial contact, several calls were made to the facility ((B)(6)) on multiple occasions with no further response from the facility.